Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device unavailable for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not form properly. Two clips were removed from patient. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4).